Event description:
It was reported that after implant procedure it was noted that patient's atrial lead exhibited far r wave oversensing. It was noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of far r wave oversensing and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis was normal with no anomalies found.